Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the tip up fenestrated grasper instrument jaws are not secure, when closed the jaws easily move side to side.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.95mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint regarding jaws are not secure, the move easily from side to side was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.